Event description:
It was reported that prior to a procedure, an intrasight mobile system would not power on. A philips field service engineer was on site and replaced the panel pc (power supply). The system met specification and returned for use.. During the device analysis, thermal damage was observed on the power supply. This product problem is being reported because device evaluation confirmed a thermal damage on the power supply. There is a potential for harm if it were to recur.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. . After the panel pc (power supply) was replaced, the system worked as intended. Therefore, the probable cause of the power issue is likely due to the burnt component. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.